Manufacturer narrative:
Continued: hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4). (B)(4). (Exemption number e2015036).

Event description:
The reported complaint was received on 09nov2018 "customer claims difficult/cannot clean - flange residue on insertion tube" involving the pentax medical video colonoscope, model ec34-i10l, (s/n (B)(4)). No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. A prior response from the end user received on 24oct2018 for a similar event noted that the "flange residue" was a glue/paste that became adhered during this stoma procedure and was identified during the manual cleaning process in reprocessing. Since the residue was not removed after manual cleaning and the automated endoscope reprocessor(aer), the device was sent for service. On 20nov2018,the colonoscope was received by pentax medical on 20nov2018, and evaluated by the service repair department on 29nov2018. The service repair team confirmed the customer's complaint of glue on the polyurethane insertion tube. Additionally they noted the following: pass wet and dry leak tests; resistance in the primary operational channel; the insertion flexible tube and distal end assembly with tubes were both replaced during repair.